Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, the surgeon observed metal filings emanating from 3 fms nextra cutters. It is not known if the debris was removed from the body or not, however, the procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2012-00284 and 1221934-2012-00285.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt of complaint device.

Manufacturer narrative:
This MDR was filed in error; the decision tree for this event was erroneously applied. This device is not marketed in the u.s. And so an MDR report is not required. At this point in time no further action is warranted.

Manufacturer narrative:
The complaint devices were received associated to another file; eventually the devices were identified and associated to this file. The devices were viewed both with the naked eye and under power (10x): it is noted that the sheath portion of the device appears in good condition, no damage and no apparent anomalies; however, the inner shaft has rifling marks along the length of its surface. Also, these devices were functionally evaluated: the complaint device components were rotated on their own axis by hand to see if they operated true and straight and without causing any friction or metal on metal contact: they did rotate freely without any indication of contact or friction; the components were true and straight. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. In this particular instance, we can find no fault with these devices; and outside of the consideration that the user may have applied forceful side loads on the device while in use; we cannot attribute any other root cause for the reported issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.